Event description:
It was reported that during a sigmoid colon resection procedure, when the surgeon fired the device no staples deployed and the device did not cut. Surgeon stated that when he checked the device, the anvil was loose. The surgeon also indicated that when the anvil was originally attached the audible click was heard. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.